Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 3:45 p. M. When he obtained a blood glucose reading of ¿194 mg/dl¿ with the subject meter and ¿84 mg/dl¿ with his cgm device. The patient manages his diabetes with an insulin pump and stated he took an increased dose of insulin (unknown dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 20 minutes after the alleged issue occurred, he developed symptoms of ¿lose concentration, foggy, tired, and sleepy¿. Five to ten minutes after the onset of symptoms, the patient self-treated with orange juice. The patient confirmed he began to feel better, 15 minutes afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated himself with orange juice, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms or blood glucose readings do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/30/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.